Event description:
In 2009, patient reported, she received an e4 (occlusion) error when trying to prime her infusion set. Had patient attach new infusion tubing and attempt to prime; infusion device displayed e4 (occlusion). Review causes of occlusions. Patient stated she was not feeling well and will call back. On call back from patient the following day, patient reported, she has switched to her backup infusion device. She said, she changed the battery and site and it still occluded. Had patient insert a new battery into the infusion device. Had her disconnect from the backup infusion device. Had patient remove the insulin cartridge from the backup infusion device and completed the change the cartridge process on her primary infusion device. Patient reported, she was able to insert the cartridge with the adapter and tubing already attached. Primed the tubing. She stated after several moments of priming, the infusion device displayed an e4 (occlusion). Had her remove the tubing and prime through the adapter; 25 units primed through the adapter without occluding. Patient reported she does not have any more infusion sets. Recommended she contact her doctor for directions on taking care of her insulin therapy until replacements arrive. Patient reported that her blood glucose on the date of report, was hhh on her meter which means it was over 500 mg/dl. Patient reported, she took a 13 unit injection of insulin and switched to her backup infusion device; was able to bring her readings back down to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested; infusion sets were sent.

Manufacturer narrative:
Results - no product will be returned for evaluation.